Event description:
Physician reported "implant rupture and capsular contracture - baker grade IV". Device has been explanted. This relates to the left side

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, e3, g1, h3, h6 device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior, striated opening on posterior, stress marks, wear abrasion and crease fold. Based on the device analysis the final assessment is: a striated broken assessed as surgical damage. An opening crease sharp on anterior assessed as fold flaw opening.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade IV". Device has been explanted. This relates to the left side.